Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a videolaparoscopic rectosigmoidectomy due to diverticular disease. After 6 hours of the surgery the anastomosis started to bleeding, quite voluminous, with sweating, tachycardia and hypotension. The bleeding ceased with manual suture (conservative measures). A surgical intervention was needed to prevent a permanent impairment of a function. The event extended the patient hospitalization by 5 days. There was blood loss over 500cc and the patient needed blood transfusion. There were poor staple formation. The current status of the patient is alive-no injuries.

Event description:
According to the reporter, the patient underwent a videolaparoscopic rectosigmoidectomy due to diverticular disease. After 6 hours of the surgery the anastomosis started to bleeding, quite voluminous, with sweating, tachycardia and hypotension. The bleeding ceased with conservative measures. A surgical intervention was needed to prevent a permanent impairment of a function. The event extended the patient hospitalization by 5 days. There was blood loss over 500cc and the patient needed blood transfusion.